Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Oonagh scallan, stewart kribs, adam h. Power, mphil, guy derose, audra duncan, luc dubois; journal of vascular surgery; 2021; 3:1966-72; onyx versus coil embolization for the treatment of type ii endoleaks; doi.org/10.1016/j.jvs.2020.10.069 medtronic received information in a literature article of patient's having complications after treatment with onyx.  A retrospective review of prospectively collected data from a vascular surgery database was performed to identify all patients who had undergone embolization of a type ii endoleak for aortic sac growth after endovascular aneurysm repair from 2005 to 2018. The onyx and coil embolization groups were compared. All patients had undergone treatment of a type ii endoleak for aortic sac growth from 2005 to 2018 after endovascular aneurysm repair (evar). 58 patients in the study, 27 had undergone onyx embolization. 37 procedures were done with onyx embolization. Technical success was defined as the exclusion of the endoleak on completion angiography during the embolization procedure. Clinical success was defined as the lack of growth of the aneurysm sac or a decrease in the sac size on follow-up imaging. Treatment failure was defined as an aneurysm sac that had increased by greater than 9 mm on follow-up imaging despite embolization. 59% of the onyx group having an increase in aneurysm sac size of >10 mm and 32% sac enlargement of <10 mm. Onyx embolization was performed using a translumbar approach in 67% of cases. Technical success was achieved in 96% of onyx embolization. No ischemic or hemorrhagic complications occurred in either embolization group. Additional endoleaks were identified in each treatment group. At the initial reintervention, two type ia endoleaks were identified on the angiogram in the onyx group; one was monitored and the other was treated with proximal extension with fenestrations. A total of three endoleaks were identified in the onyx group. 7 onyx procedures had failed. The median time to treatment failure was 21 months. Two patients (7%) in the onyx group had undergone graft explantation. Two patients in each treatment group had presented with rupture of the aneurysm sac, 7% of the onyx group. Of the 20 onyx patients without treatment failure, all had undergone embolization of the aneurysm sac. During the follow-up period, 12 patients (44%) in the onyx group had died. Two patients in the onyx embolization group had died secondary to aneurysm sac rupture, with the remainder of the deaths related to pneumonia, stroke, coronary artery disease, cancer, gastrointestinal bleeding, or unknown causes.